Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to intact; no damage was observed. All of the keypad buttons were found to respond appropriately. The complaint of under-responsive keypad buttons was not duplicated during testing. The keypad was removed and there was no evidence of contamination observed. A leak test was performed and a leak was found in a crack in the pump case. The pump case was opened and there was no evidence of moisture found inside of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was also noted that there moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.